Manufacturer narrative:
The technician found the head up solenoid was sticking. The technician cleaned the solenoid to repair the bed.

Event description:
Information received indicates the head section could not be raised.